Event description:
It was reported that during a lobectomy procedure, there were malformed staples and the suture failed. Sutures were used to complete the case. There were no adverse consequences to the pt.